Event description:
Metal inserter broke off into anchor. Metal rod is now inside anchor that was inserted into pt.

Manufacturer narrative:
The unit has arrived and the failure is confirmed. One metal support on the distal tip of the inserter shaft is broken off. The bend in the remaining metal support indicates high torsional force. Rotation of the shaft during implantation isnot instructed in the product IFU. The other unit returned also shows signs of torsional force. Attempting to insert the anchor into an undersized hole could cause this failure. Without details of surgery procedure and product usuage, the exact root cause cannot be determined. The assumed root cause is product misuse. This failure has never been seen in the field before and never been seen during product testing under proper usage.